Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Revision of the lv lead was performed due to lead dislodgment. The lead dislodgement was reported to possibly be patient movement-related and was solved with replacement. The patient is in good condition.